Event description:
During a right ventricular outflow tract (rvot) ablation procedure using a therapy cool flex ablation catheter, a pericardial effusion occurred. While ablating the rvot, the physician heard a steam pop and ceased rf delivery. The pt became hypotensive and the physician performed a pericardiocentesis, which stabilized the pt. The physician continued the ablation procedure for a ventricular tachycardia (vt) with a different morphology. The pt left the lab in stable condition with a pericardial rain in place. The pt remained in the hospital with recurrent vt, for which another ablation procedure has been scheduled. The physician does not allege any performance issues with any sjm device used in the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported steam pop and resultant pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.